Manufacturer narrative:
The electronic log file and the replaced pcb vgc analog were available for investigation. The returned pcb was subject to a functional test on a lab device, but the symptom couldn¿t be reproduced. The log entries indicate that at 3:15pm on the reported date of event, the device detected the ¿disconnection¿ of the pressure sensor pz, interrupted automatic ventilation and generated a ventilator fail alarm. Manual ventilation and monitoring remained possible. At 5:26pm the user re-activated automatic ventilation and the apollo was then ventilating the patient in pressure mode until the end of the case at 5:47pm. Based on the above described log entries we concluded that a sporadic failure of the 100 mbar pressure sensor pz which is located on the pcb vgc analog was the root cause for the reported event. This pressure sensor monitors the inspiratory pressure. In case of a sensor failure excessive pressure may remain undetected. Thus the apollo is designed to automatically interrupt automatic ventilation once this kind of failure is detected. According to the log entries the device reacted accordingly and generated a corresponding visible and audible ventilator fail alarm. The failure rate of this pressure sensor is below 0,1% and considered acceptable.

Event description:
Please see initial report.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in the follow up-report.

Event description:
It was reported that during a case, automatic ventilation stopped and the machine alarmed for 'vent fail'. There was no patient injury reported.